Event description:
Vessel sealer malfunctioned in the middle of a sealing cycle, unable to unclamp instrument to remove from tissue for several minutes. Instrument finally released tissue. No patient harm.